Manufacturer narrative:
(B)(6). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned guidewire revealed that the coil wire was stretched from the proximal solder and was separated at approximately 240mm distal to the proximal solder. The core wire was separated at approximately 145mm distal to the proximal solder . Magnified view of the core wire fracture showed the end of the core wire was fractured as the inner coil wire was tightened and wrenched off . Observation of the coil wire fracture by the microscope showed the end of the coil wire had become smaller in diameter which is typically seen on the fractured wire due to pulling force. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome, it is presumed that rotational force was continuously applied while the distal end of the guidewire had been trapped by the cto lesion. When the rotational stress exceeded the product design limit, the core wire became fractured and separated. The excessive pulling force due to withdrawal led the coil wire elongate and eventually separate the distal segment of the guidewire. Instructions for use states: - [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, an asahi guidewire was switched to the subject guidewire during a pci to treat a tortuous cto in the mid rca. It was used with a 6fr guiding catheter and a non-asahi microcatheter. During the pci, it was obvious that the tip no longer moved according to what the proximal shaft was manipulated. Upon retraction of the guidewire, the tip was then immobile in the lesion and independent of the shaft movement. The wire was torn off while being turned. An attempt was made to snare the tip fragment but failed. The patient was transferred to other hospital. The tip fragment was eventually retrieved during bypass surgery.